Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The unit returned has the catheter kinked. A visual inspection revealed that the device has a kink at in the shaft at 13 cm from the handle and a char in the tip. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. Electrical test was performed by using the multimeter and the device was found within specification. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29apr2015. It was reported that noisy electrogram occurred. A 7-110-2.5-8-8 qd n4 htd blazer¿ ii xp was selected to treat the target lesion. During procedure, it was noted that the endocardial interference signal was uninterpretable. The procedure was completed with a different device. No patient complications reported and the patient¿s condition was good. However, device analysis revealed a char in the tip of the catheter.